Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+beta (hcg + b) on a cobas 6000 e 601 module. The initial result was 167.3 miu/ml. This result was reported outside of the laboratory. On (B)(4) 2022 the sample was repeated with a result of 1.58 miu/ml. On (B)(4) 2022 a new sample was obtained and the initial result was < 0.100 miu/ml with a data flag. This sample was repeated with a result of < 0.100 miu/ml with a data flag. The results from the 2nd sample were believed to be correct and a result of <0.100 miu/ml was reported outside of the laboratory. The hcg + b reagent lot number was 641888 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The evaluation result code was updated.

Manufacturer narrative:
The sample probe and measuring cell were replaced and the pre-wash sipper was adjusted. Calibration and qc were within specification. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.